Event description:
A patient implanted with evoke spinal cord stimulation (scs) system reported an infection at their implant site of evoke closed loop stimulator (cls) which had spread to their midline incision. Medication was prescribed to help resolve the infection which was unsuccessful. As a result, the scs system was explanted.